Event description:
A malfunction was reported on a customer's pump, but no notable events occurred prior to the incident, and there was no adverse impact on the customer's blood glucose level. Technical support provided information for resetting the malfunction code, and the pump was successfully reset without recurrence of the code. The customer was advised to continue using the pump and to contact support if the malfunction reoccurs, and they acknowledged and understood the instructions.